Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system incorrectly instructed the nurse to pull 2 mg of cefazolin for a 2 g order. A technical support specialist (tss) stated that potential causes included a unit of measure (uom) misconfiguration within the enterprise server (es) facility formulary or a discrepancy in active directory (adt) transmitted order data or pyxis order processing conditions. Further troubleshooting was not possible due to insufficient incident details and lack of confirmation on whether the issue was recurring with the same medication or order context. The customer was advised to provide the requested information to continue the analysis or confirm acceptance of the assessment for case closure. Follow-up attempts were made; however, no response was received from the customer. The case was closed, and no additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device incorrectly instructed the nurse to pull 2 mg of cefazolin for a 2 g order. Customer stated that a similar issue had previously occurred with rocephin. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.